Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no fill level was detected in the tank. No additional information was provided. It is unknown if there was patient involvement.

Manufacturer narrative:
D9: product received date 12/19/2024 h3: one device was returned for repair with complaint that no fill level was detected in tank. Review of service history found no service within the last 12 months visual evaluation found the device in used condition and the pole clamp was damaged. The probable cause of complaint was the connector disconnected. The stated problem was confirmed. No function due disconnected plug j03 to the mainboard. Plug reconnected. No other problem found. Damaged pole clamp replaced.